Event description:
During a follow-up, decreased pacing impedance was observed on the right atrial (ra) lead. No intervention has been performed. Further information was requested but not yet received.

Event description:
Additional information was received that muscle stimulation was also observed on the ra lead. The device was then reprogrammed as an interim resolution. The patient is stable.